Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3b endoleak was reported. A re- intervention is planned. No further information has been provided but has been requested.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type 3b endoleak of the bifurcated stent graft. The event is most likely device related due to the use of the strata material. Procedure related harms for this event could not be determined. Additionally, during review of the sixty-one (61) month post implant computed tomography (CT) scan, a type 1b endoleak of the right common iliac artery, and sac growth of 8 mm was identified. The causation of the type 1b endoleak of the right common iliac artery is indeterminate. The final patient status was reported as doing exceptionally well following a secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3b endoleak was reported. A re- intervention is planned. No further information has been provided but has been requested. Additional information: a reintervention was completed. The physician relined the existing stent grafts with an afx2 bifurcated stent graft, a limb stent graft, an ovation ix extender, and embolized the right internal iliac artery and extended down to the right external iliac. Reportedly, the patient is doing exceptionally well. During the clinical assessment a type 1b endoleak of the right common iliac artery, and sac growth of 8 mm was identified.